Event description:
It was reported that the pacing lead impedance showed drastic measurements changes. Noise was not reproduced with patient movement. Noise was observed on the v-sense pace channel during testing. The sense/pace portion of the lead was capped.

Manufacturer narrative:
Na